Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display windows. No button error alarms noted. However, the device had unresponsive buttons due to moisture damage on the keypad traces.

Event description:
It was reported that the insulin pump alarmed button error. The customer stated that they had the device in their bra during wedding and they were dancing a lot. The customer's blood glucose was 268 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.